Event description:
A catheter problem was reported. The patient¿s catheter came out of the spine, and ¿curled and wrapped up.¿ this was noted to have occurred about one year ago when the patient had their surgery to replace the catheter. The healthcare provider was going to replace everything, but they changed their mind. The medication used within the system was morphine. Please see manufacturer¿s report #3004209178-2013-11987. Following this patient¿s partial revision in 2012, the patient¿s catheter was noted to be disconnected and coiled, and they were without medication in their pump.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l56471, implanted: (B)(6) 1999, product type catheter; product ID 8731, lot # b003046n38, implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).